Manufacturer narrative:
(B)(4). Batch # n91a6n. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. No conclusion could be reached as to what caused this issue. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a diagnostic laparoscopy lysis of adhesions procedure that the device would not close on to the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.